Manufacturer narrative:
Parts are on order and the unit will be repaired once received.

Event description:
It was reported by service report that the brakes are not holding. No pt involvement or adverse consequences are reported.